Event description:
The newer model of this device has a smaller bore. There have been two incidents. Both resulted in retroperitoneal bleeds. This one resulted in death within 24 hrs of use. Happened at facility. MFR rep was present. Three weeks later, after pt's death, the MFR rep was asked if this was reported to the FDA and dr was told that it was not. Dr feels this is a dangerous device and should be removed from market. Dr has experience with placement of many of these devices.